Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when shuttling down with the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd), the customer felt like the peg was not moving down as it should, it was very hard to push, and it only made it about halfway down. The customer stated that he pushed the sheath back in and took the balloon down, removing the mynxgrip device. He asked for a second 6f/7f mynxgrip vcd, which had the same issue, so he pulled the sheath and held pressure. The device was removed, and manual pressure was held for twenty minutes until hemostasis was achieved. There was no reported patient injury. The sheath was checked for kinks or blockages, but there were none. The procedure was interventional with a retrograde approach. The peg never made it into the 6f non cordis sheath.the device storage temperature did the exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device stored and prepped in accordance with the instructions for use (IFU). The devices will be returned for evaluation, along with five sterile devices.

Manufacturer narrative:
As reported, when shuttling down with the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd), the customer felt like the polyethylene glycol (peg) was not moving down as it should, it was very hard to push, and it only made it about halfway down. The customer stated that he pushed the sheath back in and took the balloon down, removing the mynxgrip device. He asked for a second 6f/7f mynxgrip vcd, which had the same issue, so he pulled the sheath and held pressure. The device was removed, and manual pressure was held for twenty minutes until hemostasis was achieved. There was no reported patient injury. The sheath was checked for kinks or blockages, but there were none. The procedure was interventional with a retrograde approach. The peg never made it into the 6f non-cordis sheath. The device storage temperature did the exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device stored and prepped in accordance with the instructions for use (IFU).one non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed in the open position. The syringe was not returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was observed in its manufactured position, and the advancer tube was also observed in its manufactured position. The sealant sleeve was found in its manufactured position. The balloon did not present any abnormal condition. No additional anomalies were observed during this visual analysis. Per functional analysis, a deployment simulation was performed with no issues observed. The shuttle cartridge advanced and retracted successfully to the black handle, and the advancer tube and sealant were deployed without impediment. Additionally, a vertical engagement test was conducted by holding the device from the handle while the shuttle was engaged. It was observed that the shuttle maintained engagement and did not disengage under the effect of gravity.the reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since there were no anomalies noted to the shuttle advancement mechanism during functional analysis. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the resistance experienced during, especially since there were no anomalies noted to the shuttle during analysis of the device and the sealant/advancer tube were still in their manufactured positions. However, procedural/handling factors and/or concomitant device factors (the procedural sheath was not returned for analysis) are possible. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when shuttling down with the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd), the customer felt like the peg was not moving down as it should, it was very hard to push, and it only made it about halfway down. The customer stated that he pushed the sheath back in and took the balloon down, removing the mynxgrip device. He asked for a second 6f/7f mynxgrip vcd, which had the same issue, so he pulled the sheath and held pressure. The device was removed, and manual pressure was held for twenty minutes until hemostasis was achieved. There was no reported patient injury. The sheath was checked for kinks or blockages, but there were none. The procedure was interventional with a retrograde approach. The peg never made it into the 6f non cordis sheath.the device storage temperature did the exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device stored and prepped in accordance with the instructions for use (IFU). One used device was kept by the site, the other used device will be returned for evaluation, along with five sterile devices.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when shuttling down with the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd), the customer felt like the peg was not moving down as it should, it was very hard to push, and it only made it about halfway down. The customer stated that he pushed the sheath back in and took the balloon down, removing the mynxgrip device. He asked for a second 6f/7f mynxgrip vcd, which had the same issue, so he pulled the sheath and held pressure. There was no reported patient injury. The sheath was checked for kinks or blockages, but there were none. The devices will be returned for evaluation, along with seven sterile devices.

Event description:
As reported, when shuttling down with the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd), the customer felt like the peg was not moving down as it should, it was very hard to push, and it only made it about halfway down. The customer stated that he pushed the sheath back in and took the balloon down, removing the mynxgrip device. He asked for a second 6f/7f mynxgrip vcd, which had the same issue, so he pulled the sheath and held pressure. The device was removed, and manual pressure was held for twenty minutes until hemostasis was achieved. There was no reported patient injury. The sheath was checked for kinks or blockages, but there were none. The procedure was interventional with a retrograde approach. The peg never made it into the 6f non cordis sheath.the device storage temperature did the exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device stored and prepped in accordance with the instructions for use (IFU). One used device was kept by the site, the other used device will be returned for evaluation, along with five sterile devices.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.